Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing cuff was removed and replaced with a new component. There were no device malfunctions associated to the event. The patient did not experience further complications.